Event description:
The manufacturer received information alleging a ventilation service required error occurred on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the error code, communication loss between host and the oxygen blending module (obm) (e-349), was observed on the device's error log (not the obm accuracy urgent service (e-344) as mentioned by the customer) was observed in the device's error log. The manufacturer's service technician further evaluated the device and determined the obm printed circuit assembly and interface pca board had caused the issue to occur on the device. In conclusion, the device's obm pca board and interface board were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the ac cord clamp and pollen filter were replaced due to missing on the device, and it was unrelated to the reportable issue. The forty-three micron filter was replaced for contamination unrelated to the reportable issue. The blower was replaced due to being noisy and it was unrelated to the reportable issue. The handle and handle o-rings were replaced due to physical damage unrelated to the reportable issue.